Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Insulin pump received error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had multiple power error detected alarm. Customer's blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer was able to rewind the insulin pump. Customer did assisted with various steps of troubleshooting. The insulin pump will be returned for analysis.